Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follow: date - (B)(6) 2011, inratio2 - 1.1; date - (B)(6) 2011, lab - 6.7. Pt's therapeutic range: 2.5-3.5 inr (for pulmonary embolism). On (B)(6) 2011, pt's coumadin was increased based on inratio2 result. On (B)(6) 2011, pt went to the hospital because his nose was bleeding profusely. He was given a 5mg vitamin k injection and was told to wear a nose plug to prevent bleeding.